Event description:
An endo catch was deployed during an laparoscopic cholecystectomy which when the bag was cinched closed and removed from the abdomen the part of the ring that holds the bag broke off and fell into the abdomen, bag was completely intact. Ring was noted missing immediately and removed from abdominal cavity without harm to pt.